Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of optometry reports a patient was overcorrected in both eyes following bilateral hyperopic lasik. This report is for the right eye, the left eye will be reported on manufacturer report number 3003288808-2010-00446. The patient was treated for monovision, the right eye was treated for near vision and the left eye was treated for distance. Approximately 4 months following the initial procedure, the patient received an enhancement. Additional information has been requested.